Event description:
It was reported that there was event with a needle holder. According to the information received, part separation occurred during the procedure using a 26173kc. The separated parts were removed from the patient's body and no further adverse event from the patient. All parts have been removed from the patient's body. The product used during the procedure was later immediately discarded by the relevant medical institution.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. The macro needle holder, 5 mm, 33 cm was not returned to the manufacturing site in germany for investigation. Therefore, no detailed investigation and root cause analysis was possible. Since no lot number was known, it was also not possible to view the device history recorded. The event is filed under internal karl storz complaint ID ((B)(4)).